Manufacturer narrative:
Medtronic received additional information that the aortic dissection occurred in the ascending aorta and tore down to the previously implanted bioprosthetic valve. The surgeon was repairing the dissection and determined the best way to repair it was to remove the bioprosthetic valve. The valve was replaced with a new bioprosthetic valve and a non-medtronic graft, that were sutured together and implanted as one conduit. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven years and four months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with another aortic bioprosthetic valve of the same size and model. The reason for the explant was reported as aortic dissection and severe aortic insufficiency. No additional adverse patient effects were reported.